Event description:
Caller tested 2.9 inr on the coaguchek xs system while a comparison lab returned as 2.2 inr. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.